Event description:
Philips received a complaint on the heartstart mrx device indicating that the device failed testing.

Manufacturer narrative:
Diagnostics were performed and it was found that the capacitor has reduced efficiency, however, the customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). The heartstart mrx device and all associated service/support was discontinued on 03-feb-2022.